Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 14 years, since the subject device was manufactured. Based on the results of the investigation, we surmised that the phenomenon occurred, due to faulty high intensity motor. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the front panel was flashing due to turret motor failure. High brightness was not detected due to wear of the detection lever. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the visera pro xenon light source front panel was blinking. The issue was found in a therapeutic procedure. The procedure was completed with no delay. There were no reports of patient harm.